Event description:
A hospital materials manager of surgical services reported that a diabetic patient developed blisters on a leg with use of 3m ioban 2 antimicrobial incise drape was applied for a surgical procedure. The patient was seen by the hospital surgeon and was provided an unspecified ointment to treat the blisters and was instructed to follow-up in the office. Further information received from the vascular surgery nurse was that the drape was put on a straight leg and then the leg was bent for access during the three-to-four-hour procedure. 3m duraprep surgical solution was applied for surgical skin preparation. Upon removing the drape, a burn/blister was noticed.

Manufacturer narrative:
Pt information: not provided. No sample was returned for analysis and no lot number was provided. During follow-up with hospital staff, the surgeon and anesthetist reported that 3m ioban 2 antimicrobial incise drape was not the cause of the symptom, rather the surgical lights since they were very hot and had not been calibrated; the surgeon has used the drapes for years without issue. The nurse had not noticed anything unusual in the application or removal of the drape. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin.